Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the transmitter was lost and the customer had a pump/product issue. The event involved products mmt-1884, mmt-7040a, mmt-332a, unomedical, and mmt-7841zn. Troubleshooting was partially performed, and it was unknown whether the customer had been using the insulin pump system within 48 hours of the reported blood glucose event or not. It was unknown whether the customer had used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a, mmt-332a, and unomedical. Mmt-7841zn was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not correct in the initial report. The information has been provided in below section with this follow-up report. 1. Section b5 - updated the summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on additional information received, customer never reported any pump/product issue. Customer was passenger in vehicle at time of reported vehicular accident - transmitter was lost during transport to hospital. Customer only reported that transmitter was lost. Hence the event reported under regulatory report number 2032227-2025-220604 is not reportable.